Event description:
It was reported that an alert/notification settings issue occurred. On the day of the event, the patient was asleep and when they woke up, they felt sick (vomiting, dizziness, stomach pain, pale, "eyes went black" and "burning from the inside") and stated the sensor failed but there was no notification or alert while they were asleep. The patient checked their fingerstick and stated their bg was so high that it did not register on the meter. The patient went to the hospital and at the hospital, their bg was checked and it was 577 mg/dl. The patient was treated with insulin injection and IV. The patient was at the hospital for 1 day. At the time of the report, the patient was feeling fine. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.